Manufacturer narrative:
(B)(4).a batch review will be performed for the potentially associated lot number(s) h14b08037. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. Treatment information was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but was not available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no issues detected during the manufacturing process. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.